Event description:
A voluntary medwatch report stated that the entire system, including the high voltage lead, had been explanted due to a pocket infection. The system was replaced with a leadless pacemaker.